Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suffered unbearable breast pain,¿ ¿debilitating physical pain,¿ ¿swelling of ¿ lymph nodes,¿ ¿suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and ¿ due to the continuous fear of biaalcl and suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿mental suffering, emotional distress, anxiety ¿ loss of quality of life¿ and ¿higher risk of causing bia-alcl.," ¿depression,¿ ¿night sweats,¿ disability,¿ ¿autoimmune and inflammatory issues,¿ ¿itching¿ and ¿wheezing, shortness of breath."

Event description:
Patient representative reported patient ¿suffered unbearable breast pain,¿ ¿debilitating physical pain,¿ ¿swelling of ¿ lymph nodes,¿ ¿suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and ¿ due to the continuous fear of biaalcl and suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿mental suffering, emotional distress, anxiety ¿ loss of quality of life¿ and ¿higher risk of causing bia-alcl.¿ patient represented reported patient experienced ¿depression,¿ ¿night sweats,¿ disability,¿ ¿autoimmune and inflammatory issues,¿ ¿itching¿ and ¿wheezing, shortness of breath;¿ these events are not related to the device. Device was explanted. This record is for the left side.